Manufacturer narrative:
(B)(4)

Event description:
Small bowel capsule retained in patient with severe crohn's disease. Patient has a history of partial small bowel obstructions. A week following pillcam sb procedure, it was revealed that the patient reportedly had a partial small bowel obstruction that resolved spontaneously. The patient underwent deep enteroscopy to retrieve the retained capsule, but the capsule was not retreived. Removal of capsule is planned.

Manufacturer narrative:
(B)(4). Surgery occurred on (B)(6) 2015. The capsule was successfully removed. Three narrow strictures were repaired. Patient fully recovered after 6 days of hospitalization and has been healthy since.